Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient experienced pericardial effusion, chest pressure and phrenic nerve stimulation with pacing. Rising and high thresholds and undersensing were noted on the right ventricular (rv) lead. The lead was revised from the right ventricular (rv) apex to the right ventricular (rv) mid septum and remains in use. No further patient complications have been reported as a result of this event.